Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off , black o ring missing noted. Could not be able to perform displacement test due to broken reservoir tube lip and missing black o ring, stop plug could not be secured.

Event description:
The customer reported via phone call that the insulin pump has a missing o-ring and the reservoir has a crack. Blood glucose level at the time of the incident was unknown. The device has been returned for analysis.